Manufacturer narrative:
Evaluation of the instrument confirmed that one of the paddles broke off the distal end of the instrument; we believe the break is possibly due to the instrument being overstressed during reprocessing.

Event description:
Allegedly, during an ovarian cystectomy procedure the doctor noted that one of the paddles broke off the instrument and fell into the patient. The doctor immediately removed the broken paddle and replaced the instrument and the procedure was completed with no delay. The hospital reported that there was no serious injury to the patient.